Event description:
It was reported by the sales rep. That during the breast biopsy, the doctor had pierced the breast and was taking samples when, on attempting to retrieve the third sample, the probe moved upward into the breast, jammed the probe and the unit gave a green cable error. The doctor tried to recover from the error code but ended up having to remove the probe from the breast. The doctor wasn't able to remove the probe from the st holster. The doctor decided to use their older biopsys driver system to take the needed samples and completed the case with no patient consequence. The sales rep. Insists on evaluation of holster.